Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h, an external leakage was observed from the dialyzer. There was no blood loss. The dialyzer was replaced and treatment was restarted with no issues noted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of one of the provided photos shows the product during treatment. Photo one shows the product label. Photo two shows a water drop in the header area. The reported condition was verified. As the actual device was not returned, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.